Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: p select ous mr 20 x 2.25 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on proximal region of the stent were noted to be lifted, bunched and pulled in a distal direction. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10apr2020. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 16mm in length target lesion was located in the mildly tortuous and moderately calcified, 2.25mm in diameter left anterior descending artery. A 20 x 2.25 promus premier select drug-eluting stent was advanced for treatment, but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.